Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose levels of 31 mg/dl. The customer stated that the insulin pump failed to alert that she had low blood glucose because the sensor glucose reading was only 75 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer recorded a sensor glucose reading of 153 mg/dl when her actual blood glucose level was 233 mg/dl. Troubleshooting was done. Nothing further reported.